Event description:
During implant, while using the medtronic catheter passer, a vessel was nicked. Physician applied direct pressure and then made another incision to facilitate stopping the bleeding. This resolved the issue.